Event description:
This report is for 1 unknown screw where it was reported that the patient had a revision surgery due to a nonunion. The patient was originally treated with a multilock right humeral nail which was implanted in (B)(6) 2013. It is unknown how and when the surgeon discovered the nonunion. The surgeon explanted the humeral nail, a 4.5 screw and a 4mm screw. The patient was re-implanted with another humerus plate and the surgery was successfully completed. The product has not been returned for investigation and no further information was provided. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no part number or lot number was provided. Placeholder.